Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints (B)(6) 2018 (B)(6) initial notes: I had surgery few weeks ago and cannot remember how to put in number and see where to put in bg number but do not know where to put in another number and looking at my book but cannot remember how to do it. Assistance provided: cust adv she is does not know if she boluses through the wizard and we reviewed bolus wizard settings and it was turned and cust unsure if these were correct settings and not sure how to bolus manually and I referred cust to hcp and I would stay on the line and she does not know how to call on 3 way and says hcp will not help her and I offered to call for cust and she agreed for me to call him at (B)(6) and I did and hcp was not there and it was only lady at the desk and she would need to get hold of another worker that may be with a patient and adv she will have her contact medtronic or cust directly. Cust adv she had a bg of 450 this morning and did not treat for this as since she got home from surgery last wednesday she has not treated her bg's b/c she cannot remember how and declined to t/s for the bg when I offered as it is high due to her not remembering how to treat. Asked cust about b/u plan to treat and she adv she does have the pen but does not remember how to measure it and I also provided cust with dcm contact information as cust feels she needs additional pump use training as she cannot remember how to and I did reach out to dcm and only got voicemail and I called hcp back and was adv that they are working to try and get cust in to see the hcp for further assistance and will need to call cust back , dina the manager to give cust call back by or before 5pm today. Complaints (B)(6) 2018. Erp_rfc_user related (B)(4). Complaints text(B)(6) 2018 (B)(4). Initial notes: I'm a care giver and I'm here with one of your customers. She needs to give insulin and she's a little out of it and I dont know how to work her pump. Assistance provided: we reviewed the status menu and the last reservoir start was on (B)(6) 2018. I suggested that they change the site first and I walked them through the process.

Manufacturer narrative:
Added concomitant products.